Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient removed the sensor and observed a rash, redness, inflammation/swelling beneath the sensor patch area along with one lump (pimple/bump) at the needle puncture site. The area felt warm to the touch (burning sensation). The patient believed it was due to the adhesive, and he did not seek medical help at that moment, instead opting to clean the area with soap, water, and alcohol. At a later, unspecified time, the lump grew to the size of a golf ball and the rash extended to his elbow area. On (B)(6) 2025, the patient consulted a physician, who confirmed a diagnosis of cellulitis through a skin examination. No diagnostic laboratory tests or treatments were carried out during the visit, and the patient received a prescription for a course of oral antibiotics (amoxicillin 875mg / clavulanate 125 mg (augmentin), twice daily for 10 days). At the time of the report, the patient mentioned that the site had already healed. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional event or patient information is available.